Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope had a black out/no image. The event occurred during set up / inspection for use (during set up in room, before patient in room). There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Blackout, no image. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem. Olympus will continue to monitor field performance for this device.